Event description:
It was reported that this right atrial (ra) lead showed sensing and capture issues. The implantable cardioverter defibrillator (ICD) was reprogrammed, and the patient continued to be monitored. Eventually, this ra lead was surgically abandoned and replaced as it also showed pacing impedance of less than 200 ohms due to a suspected conductor fracture. No additional adverse patient effects were reported.